Manufacturer narrative:
D9, h3, and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) was confirmed through archive data, but it was not reproduced during functional testing. The investigation concluded that the defective motor controller board could have caused intermittent fault code 16 occurrences near the reported event date. A review of the archive data revealed multiple fault code 16 (timeout moving to take-up position) occurrences near the reported event date, confirming the complaint. During functional testing, fault code 16 was not replicated. However, the root cause of the intermittent fault code 16 could have been the defective motor controller board, which will be replaced to resolve the complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported issue, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position). The customer tried multiple lifebands, with the same result. The customer also confirmed there was no humidity exposure, and they wiped down the autopulse platform for cleaning to ensure it was not wet or humid. Despite this, the fault persisted. The customer restarted the platform, but the issue remained, and fault code 16 persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.